Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; the programmer would not power up. The power supply was found out of electrical specification. Product ID: 229047 analyzer. (B)(4).

Event description:
It was reported the programmer would not turn on. The programmer was returned for repair. No patient complications have been reported as a result of this event.